Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the ECG (electrocardiogram) waveform changed its morphology and a pattern resembling ventricular fibrillation appeared. The device was in use at the time of an event however, no impact to patient.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during a medical intervention of a female patient with a head injury, patient vitals were observed to be hemodynamically stable and breathing was sufficient. Upon loading the patient into a helicopter for transport to the trauma center, and after engine startup, the electrocardiogram (ECG) waveform changed morphology and a pattern resembling ventricular fibrillation appeared while the plethysmograph waveform continued to show a normal pattern and the patient had a palpable carotid pulse. This described pattern continued throughout the flight to the trauma center and the ECG waveform with normal morphology reappearing after landing and turning off the helicopter engines. Information obtained through good faith effort response indicated the user inspected the device outside of the helicopter and observed the device to be functioning as expected with no artifacts reproduced. There was no harm or impact to the patient reported with this incident.

Manufacturer narrative:
After new information was received, the event date was updated. A final report will be sent once log analysis had been completed.